Event description:
It was reported the lead was capped and replaced due to increased, high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for rv.pace lead z>3000 ohms on (B)(4)-2011 03:00:03. Weekly pacing measurement log data shows a gradual increase for min and max v.pace= 744 to 4064 ohms peak between (B)(4)-2010 and (B)(4)-2011.